Manufacturer narrative:
The following devices were also listed in this report: delta c-taper head 36mm +2.5; cat# 18-3625; lot# 54793701; ti sleeve for alumina head; cat# 17-0000e; lot# pe3l4p; alleged accolade stem; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient's left hip was revised due to infection. All reported components were explanted.